Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient experienced underdose and withdrawal symptoms shortly after the pump was changed on (B)(6) 2014. A catheter dye study was attempted but was inconclusive. A revision surgery was performed on (B)(6) 2014. At this revision the sutureless pump connector was found to be coming apart at the pump connection. A break and disconnect were noted. The sutureless pump connector was replaced. Cerebrospinal fluid (csf) flow was normal following this revision. The pump was primed and was working normally. The patient was doing well with no further intervention needed. The pump contained morphine.